Event description:
The pt reported that the infusion device often displays e4 (occlusion) error and also shuts down without alarm. The pt reported that in the end of (B) (6) 2009, the infusion device shut down without alarm while he was sleeping. He stated the infusion device was in the stop mode when he woke up. He did not recall the value of his blood glucose but presumed it to be 17-18 mmol/l (306-324 mg/dl) because, he did not have symptoms of elevated blood glucose. His normal blood glucose range is 6-8 mmol/l (108-144 mg/dl). No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.